Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a bilateral hallux valgus procedure the ar-8730-42h mini compression ft screw was implanted using screwdriver on power. Upon insertion the screw broke about 15 threads below driver. Broken piece of screw was retrieved but the rest was left implanted. Osteotomy site was stable with broken mini screw and a 4.0 standard screw placed parallel to it. The second bunion was treated with two 4.0 standard screws.